Manufacturer narrative:
The bloodline was not returned for investigation. The returned rotor has a loose and deformed sleeve (guide sheave) on one of the rear guide pins and the pin has signs of debris. There are no other discrepancies found on the rotor. Install the returned rotor onto the blood pump module of a test machine for testing. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis (blood pump rate set at 450 ml/min) for 2 hours. The rotor did not damage the bloodline and there were no fluid leaks nor alarms during the test. There were no discrepancies with the other guide sleeves during the test. The complaint event of loose rotor guide pin is being addressed by CAPA# 1538514. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the leak event is confirmed.

Event description:
A user facility biomedical technician (bmt) reported during treatment the blood pump rotor guide pin cover caused damage to the blood pump tubing and blood was lost. The bmt did not know how much blood was lost. The machine had 6772 hours reported. The customer was advised a replacement blood pump rotor was going to be sent under warranty. Additional information was requested but was not received to date.

Manufacturer narrative:
Correction: h6 investigation conclusions

Event description:
A user facility biomedical technician (bmt) reported during treatment the blood pump rotor guide pin cover caused damage to the blood pump tubing and blood was lost. The bmt did not know how much blood was lost. The machine had 6772 hours reported. The customer was advised a replacement blood pump rotor was going to be sent under warranty. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported during treatment the blood pump rotor guide pin cover caused damage to the blood pump tubing and blood was lost. The bmt did not know how much blood was lost. The machine had 6772 hours reported. The customer was advised a replacement blood pump rotor was going to be sent under warranty. Additional information was requested but was not received to date.